Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 23 mm sjm trifecta valve was successfully implanted on (B)(6) 2011 for surgical treatment for aortic valve disease. The hospitalization was prolonged due to left hemiparesis and suspected brainstem infarction. A CT revealed no ischemia or bleeding. A stroke was confirmed as the final diagnosis. The patient was discharged on (B)(6) 2011. No additional information is anticipated.